Manufacturer narrative:
Device evaluation: the report of power spikes was confirmed based on the information contained in the log file retrieved from the retuned device. The system controller was tested using the manufacturer's test equipment and operated as intended during the analysis. The power elevations observed in the log file were unable to be correlated to a device related issue and the root cause was unable to be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Correction/additional information: it was reported that power spikes (and not power sparks) were observed in the setting of low/normal lactate dehydrogenase and plasma free hemoglobin levels. The patient was on dual antiplatelets and heparin at the time of the event. (B)(6) study results from (B)(6) 2015 were not consistent with device thrombosis. The left ventricle size decreased with increasing pump speed as expected. The system controller was exchanged due to concern of a system controller issue.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. (Calculated from the date when the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that ''power sparks'' were observed and the system controller was exchanged. There were no alarms observed and the patient was not symptomatic or injured. No further events were reported.